Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a screw removal the tip of the device broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Upon visual inspection, no broken piece (s) was observed at the distal tip of the returned driver shaft, t10 hex, cannulated. It was noted that the drive geometry at the distal tip had twisted. Dimensional testing reveals that the t10 hexalobe driver meets c4943-01 drawing requirements at dimension 2.305 ±.005 at 2.304. Functional testing was not performed due to the damaged distal tip of the device. Per dfu-0023-eo I cautions 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use 7. Do not overstress the device or use device to pry tissue. It was not indicated if a torque-indicating adapter had been used with the device. No problem found.